Event description:
It was reported that an ilet displayed alert 57 indicating a software runtime error, after which the patient transitioned to backup therapy pending a replacement and was instructed on device shutdown and data handling. Symptoms included none reported. Outcomes included interruption of insulin delivery and the need to use backup therapy. Investigation included complaint handling review and device history and labeling review. Investigation of this case revealed a software malfunction consistent with a runtime error, with no evidence of user error identified. It was concluded that the event was due to a device software malfunction, and the replacement device would require a full startup process because data do not transfer between devices.